Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the patient¿s implantable cardiac monitor (icm) it was found to have exhibited false pause episodes due to under-sensing. No intervention was performed. The patient was in stable condition.